Event description:
The customer reported to olympus that after about 30 min of operation the camera shows error e116. After resetting, the error message reappears after some time. The image is present but an error message is displayed. The reported problem was found during an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to g2. G2 - added the country serbia. The olympus service center found the e116 error occurred from the device being very dusty. The dust can trigger the error as the fans are not spinning properly and causing the overall temperature to be too high. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the fans not working properly due to the dust. The specific root cause of the dust could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the camera problem noticed during a therapeutic, laparoscopic hernia. The operation was completed successfully and lasted a bit longer than usual, but not only due to problems with the camera, but the procedure itself was more difficult than usual. The camera was checked before use and at that moment it did not show a problem.